Manufacturer narrative:
This report is submitted on 17 january 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), the implanted device remains.